Event description:
The pt was admitted to the hosp for high blood glucose. The pt alleges that suspect device was reading blood glucose lower than actual and did not detect high blood glucose so therefore no treatment was sought. The pt was admitted to the hosp based on symptoms.